Event description:
The following was reported to hamilton medical ag: during inspection found on/off switch is not working,after futher inspection found front panel and ffc cable is fauity ,it need to be replace.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was determined to be a defective mainboard. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: failure mode description: state of failure: start up. The on/ off switch is not working. Failure effect: no reaction when pressing the button. Root cause: front panel and ffc cable. Correction replacement of: front panel and ffc cable.

Event description:
The following was reported to hamilton medical ag: during inspection found on/off switch is not working,after further inspection found front panel and ffc cable is faulty, it need to be replace.